Event description:
It was reported that following the deployment of the embolization coil into the aneurysm, the coil would not advance further. An attempt was made to retract the device. In doing so, the device broke. An attempt was made to retrieve the coil using an ev3 snare however, this was successful. The coil remains in the pt with a portion of the coil in the subclavian artery. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis. An eval of the actual complaint sample could not be performed as the device will not be returned for eval. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.